Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had multiple right hip surgeries at various outside institutions. Primary surgery was tha, then explant for infection. Re-implantation with s-rom and zimmer cup; multiple dislocations and spine fusions. Revision completed (B)(6) 2022 due to dislocation; attempted closed reduction which failed and had to open to reduce. Head length was increased. Unable to confirm dates of previous surgeries or prior infection status. Doi: unknown; dor: (B)(6) 2022 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.